Event description:
Reporting status: death. Reporting rationale: stent thrombosis may have contributed to the pt death. Device issue: none. It was reported via clinical trial, that the stenting procedure was in 2007. After pre-dilatation. The 3.0 x 28mm xience v and 3.0 x 18 mm stent were implanted in the distal cx with overlap. A 3.0 x 18 mm xience v stent was then implanted in the proximal cx. There was no reported device or pt issue at this time. On three months later, the pt reportedly died from sepsis not related to the products or procedure. No autopsy was performed. In 2008, the clinical evaluation committee (cec) adjudication determined that possible late stent thrombosis occurred and that the death will be ruled a cardiac death. Possibly related to the study device. No additional event or patient info is available.

Manufacturer narrative:
Results and conclusions summation - this case was reviewed by the clinical evaluation committee and without further info regarding the death they determined the event to be cardiac death with possible late stent thrombosis. As there was no reported device malfunction, there does not appear to be any indications of a stent delivery system quality problem in this case, a conclusive root cause for the reported event and the relationship to the xience devices if any, cannot be determined. The second and third xience v everolimus eluting coronary stent system lot number unknown are being filed under the same MFR report number.